Event description:
It was reported that the patient presented to the clinic for remote follow-up, and high pacing impedance was noted on left ventricular lead. The lead was capped and replaced on (B)(6) 2021. The patient was stable in condition.